Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device would not change joule setting in manual mode. The complainant indicated that there was no pt involvement in the reported failure.